Event description:
Procedure: lap. Total gastrectomy. According to the reporter: seal part tore and was still attached to the device, resulting in an air leak. No patient harm. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).